Manufacturer narrative:
It was reported the switch remained on after the timer was exhausted, and/or the "off" button was pushed. Testing of the unit confirmed this report. Examination of the internal components of the switch didn't reveal a specific cause. We will continue to investigate this issue with our supplier, but at this time we attribute this report to an unusual product malfunction.

Event description:
It was reported the switch remained on after the timer was exhausted, and/or the "off" button was pushed.